Manufacturer narrative:
(B)(4).

Event description:
This 25 mm sjm trifecta valve was successfully implanted on (B)(6) 2012. On (B)(6) 2016, the valve was explanted due to suspected endocarditis and replaced with a second 25 mm sjm trifecta valve. The patient is reported to be recovering.

Manufacturer narrative:
(B)(4). Upon initial receipt, it was observed only a small section of the sewing cuff and a small portion of tan tissue were returned to sjm. The results of this investigation concluded the sewing cuff material contained pannus formation and chronic inflammation. Special stains were negative for organisms and no acute inflammation or calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the pannus formation and inflammation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.